Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code of 0004 (self-test). Technical services (ts) explained the error and recommended removing the battery to reset the epg, and turn on the device. The error message could not be duplicated. The caller will place the epg back into service. There was no patient involvement.